Event description:
It was reported that approximately 9 months post implantation of four xience v stents in the 1st obtuse marginal and distal circumflex arteries, the patient experienced stable angina due to restenosis of two xience v stents (xience v 2.5x28 and xience v 2.75x23) in the left distal circumflex coronary artery. On (B)(6) 2011, the patient was hospitalized and percutaneous intervention to both restenosed stents was performed on (B)(6) 2011. The restenosis was considered resolved without adverse patient sequela and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.